Event description:
The ge oec 9600 fluoroscopy system displayed a collimator iris error.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a broken high voltage cable to the collimator. The hv cable was re-wired. The system was tested and found to be operating as intended. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.